Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on two days earlier. According to the complainant, after the treatment, the pt experienced mild bleeding that would not stop. The pt was sent to the emergency ward and a cystoscopy procedure was performed. The location of the bleeding was near the bladder neck and no perforation was noted. The physician stated, "a blood vessel probably broke with the dilation." Due to a fulguration, the pt was transferred to casper hospital and was treated for mild bleeding and bladder spasms. The patient's condition stabilized and was then released.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.